Manufacturer narrative:
Concomitant medical products: product ID 8731sc lot# serial#: (B)(4). Implanted: (B)(4) 2008. Explanted: (B)(4) 2022. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 30-jun-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (50.0mg/ml at 4.0mg/day) via an implantable pump for unknown indications for use. It was reported that during a pump replacement for normal battery depletion, the healthcare provider (hcp) was unable to aspirate the catheter. There were no external factors that led/contributed to the event. Actions/interventions taken to resolve the event included completely removing and replacing the catheter. The event was resolved at the time of the report. The explanted catheter was discarded. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.